Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and thick contrast in the inflation lumen and loosely folded balloon, consistent with preparation and the catheter being advanced over a guide wire. The guide wire used during the procedure was returned frozen in the guide wire lumen, confirming the reported information. The distal end of the guide wire lumen was collapsed for a length of 26 cm from the tip. The guide wire was returned with blood and contrast on the core and coils. There was a kink in the core 31.5 cm proximal to the proximal solder. There was a kink 1 and 1.2 cm proximal to the tipball. The inner diameter of the guide wire lumen could not be measured due to the guide wire. The outer diameter of the guide wire solders and core were measured and met manufacturing criteria. An attempt was made, but the guide wire could not be removed from the balloon catheter due to the collapsed inner member. The guide wire tip was tugged on to confirm that the core was intact. Guide wire lumen inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations; however in this case, a conclusive cause for the inner member collapse could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for difficulty removing the guide wire or inner member collapse for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
It was reported that during the procedure in the right coronary artery to the posterior descending artery, pre-dilatation was performed successfully using the otw trek dilatation catheter. During removal of the catheter on a non-abbott guide wire, the catheter became stuck. Both the catheter and the guide wire were removed from the anatomy as a single unit. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.